Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) transmitted a remote transmission from the patients device for review of potential oversensing. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.